Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was discovered inside an aquabplus reverse osmosis (ro) system. The cables connecting the power contactor to the motor protection switch (mps) and the 24v power supply connection to the motherboard were burnt. The biomed stated upon initial reporting that the system was operating without issue. Additional information was obtained during follow-up from the area technical operations manager (atom). The thermal damage was discovered during a routine inspection. The atom noted that the cables and cable connection appeared blackened. There was no observed burning smell, smoke, spark, flame, or arcing. The suspected cause of the failure was heat that was generated at the crimp connections on the power switch and power supply harness. There were no alarm codes associated with the reported issue. The thermal overload switch did not trip. The ro system is plugged into its own breaker. There were no blown fuses in the local power supply. There were no local power grid issues on or around the date where the thermal damage was identified. The atom re-confirmed that the ro system is in service. The repair is pending the arrival of replacement parts and a time when the parts can be installed. There was no patient involvement associated with the reported issue nor was there any injury to anyone as a result of discovering the thermal damage.

Manufacturer narrative:
Plant investigation: the manufacturer confirmed the reported issue and determined the failure cause for both instances of thermal damage to be a bad electrical contact. Both issues are known and assigned to CAPA projects. The overheated wiring at the motor protection switch is related to a design flaw of the blade receptacles, which results in a bad electrical contact at the motor protection switch pins. This results in transition resistance and in consequence, high thermal energy at the blade receptacles resulting in overheating and discoloration. A new and improved design of the affected wiring and blade receptacles was released. The device was built before this improvement was implemented. If not already done, it is recommend to replace the wiring at the motor protection switch at stage 1 and stage 2 according to the improved design. The overheated wiring of 24v connector at the power supply unit is related to the manufacturing process of the 24v connectors which are connected to the power supply unit. The inner contact was likely damaged or deformed during the manufacturing process. This causes a bad electrical contact at the contact pin which results in transition resistance and high thermal energy resulting in overheating and discoloration. The production of the 24v plug was outsourced to a professional supplier of crimp and wire connections, which should improve the production quality. If not already done, it is recommend to use a new ordered spare part f40005870 to replace the overheated 24v connector. As this is a known issue and the affected parts were manufactured prior to the implementation of the CAPA, a review of similar complaints and the device history record is not required.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was discovered inside an aquabplus reverse osmosis (ro) system. The cables connecting the power contactor to the motor protection switch (mps) and the 24v power supply connection to the motherboard were burnt. The biomed stated upon initial reporting that the system was operating without issue. Additional information was obtained during follow-up from the area technical operations manager (atom). The thermal damage was discovered during a routine inspection. The atom noted that the cables and cable connection appeared blackened. There was no observed burning smell, smoke, spark, flame, or arcing. The suspected cause of the failure was heat that was generated at the crimp connections on the power switch and power supply harness. There were no alarm codes associated with the reported issue. The thermal overload switch did not trip. The ro system is plugged into its own breaker. There were no blown fuses in the local power supply. There were no local power grid issues on or around the date where the thermal damage was identified. The atom re-confirmed that the ro system is in service. The repair is pending the arrival of replacement parts and a time when the parts can be installed. There was no patient involvement associated with the reported issue nor was there any injury to anyone as a result of discovering the thermal damage.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.